Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with a aaa enlargement with a possible type 1a or iiia endoleak. Physician plans on a re-intervention, but no date has been provided. Patient is asymptomatic and stable. An update will be provided once the physician determines what type of endoleak it is and correct with the appropriate afx device.

Manufacturer narrative:
Due to the lack of medical records that was requested, clinical was not able to confirm the reported sac enlargement or the indeterminate endoleak. There were no surgery dates to confirm if a secondary procedure was performed for the re-intervention. The most likely cause of the loss of seal could not be determined due to a lack of any medical records or images. Procedure related harms and the final patient disposition could also not be determined. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.